Event description:
The customer received questionable (B)(6) results between sample types. Of the data provided, only the (B)(6) results for five patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The results (B)(6) were considered to be non-reactive and the results (B)(6) were considered to be reactive. Information concerning which result was reported outside the laboratory was requested, but was not provided. There was no adverse event reported. The (B)(6) reagent lot number was 181245 with an expiration date of 08/30/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
As the original discrepancy was found between serum and plasma sample tubes, unused serum and plasma sample tubes from the customer were submitted for investigation. No differences in the results for the two sample tube types were observed. For samples 230 and 373, the results for the (B)(6) confirmatory test were found to be (B)(6), therefore this results was believed to be correct. The discrepant results were suspected to be due to contamination of the samples.

Manufacturer narrative:
Samples were submitted for investigation and the customer's results were reproduced except for samples (B)(6) where non-reactive results were received for (B)(6). Based on these results a general reagent issue was not suspected.